Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was unable to capture at maximum output. Sensing and impedance were normal. The lead is still in use, but the physician is planning a lead replacement at a future date when device change out is performed. No patient complications have been reported as a result of this event.